Event description:
Covidien ligasure device (ref lf1837, lot # 90880139x) was plugged into the generator and it gave a message saying the conductivity was compromised and that the tip of the instrument needed to be cleaned. However, it was a newly opened device, the tip of the instrument was clean and there was nothing on the tip to clean off, yet it still read as an error. The device was removed from the field and a new ligasure 1837 was opened and used without incident. No patient harm.